Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the reported event could not be replicated however they did find that the motor speed was low and the motor was replaced and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was originally reported that this device was making strange noises during instrument check prior to surgery. Evaluation of this device later revealed that the motor speed was slow. No adverse events were reported as a result of this malfunction.